Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 06/2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached. The detached part was retrieved by snare. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly detached. It was further reported that the balloon was punctured and the detached part was retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Four photos were reviewed. The balloon portion has completely detached from the catheter shaft in all four photos. The balloon was noted to have prolapsed. Both the marker bands were presented on the catheter, which can be observed and confirmed from pictures two and three. No other anomalies were noted on the submitted photos. Therefore, the investigation for the reported balloon detachment is confirmed, as all four of the submitted photos show the balloon was completely detached from the catheter shaft. A definitive root cause for the reported balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2023), g3 . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.